Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. The mixing pump was replaced. It was also noted that the device was slow to fill. Heater 1 was not working, circulation pump replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d. "UDI related data quality updates only". UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 25 (patient temperature 2 high) expected 11.66, actual 25.55 and error 80 (non-recoverable system error) expected 6, actual 28.59, they would like to send it in for an assessment. Per follow up information received via email on 09aug2023, it was reported that the device was being shipped in for repairs. Support tech determined that either the mixing pump or isolation circuit card needs to be replaced. Per sample evaluation results on 11sep2023, it was reported that the artic sun device was slow to fill. Heater 1 was not working.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. The mixing pump was replaced. It was also noted that the device was slow to fill. Heater 1 was not working, circulation pump replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 25 (patient temperature 2 high) expected 11.66, actual 25.55 and error 80 (non-recoverable system error) expected 6, actual 28.59, they would like to send it in for an assessment. Per follow up information received via email on 09aug2023, it was reported that the device was being shipped in for repairs. Support tech determined that either the mixing pump or isolation circuit card needs to be replaced. Per sample evaluation results on 11sep2023, it was reported that the artic sun device was slow to fill. Heater 1 was not working.